Event description:
Customer called stating that they were getting erratic readings that fluctuate 20 or 30 "points". While on the phone with the customer, a review of the system was performed. It was determined that the unit was not functioning as intended. The customer was informed and asked to return the meter for further evaluation. A replacement meter was provided and the customer was invited to call 24/7 with any future questions/concerns.